Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor noise or haziness on the screen noted. The motor was tested outside of the device and passed. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. Device received with minor scratched lcd window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had drive anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had haziness all over screen that impacted the ability to see what was on the display at times. It was reported that the insulin smell strong aroma of insulin from reservoir compartment. It was reported that the customer noticed pump sounds louder than usual like its working harder. The insulin pump will not be returned for analysis.